Manufacturer narrative:
(B)(4). Meter ((B)(4)) and strips ((B)(4)) has been returned and tested. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors/tdn's were observed during control solution testing. The readings reported by the customer are present in the meter's memory log.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. The readings were: 230mg/dl, 188mg/dl, 430mg/dl, 384mg/dl and 133mg/dl and all tests were performed within 10 minutes on the finger. The results were plotted on a parkes error grid and one of them fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.